Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 509 mg/dl and insulin pump was under delivering. The customer did not report symptoms or treatment such as a result of high blood glucose level. The customer stated that reason for under delivery was set continued to dose but it did not go down. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode feature. The customer also stated that high pressure test was declined. The customer stated that infusion test was not working. Troubleshooting was not performed for high blood glucose level and under delivery. The insulin pump will not be returned for analysis.